Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the x2 monitor dropped on the patient¿s head.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer spoke with the department head who reported the moment the nurse hit the x2 with the infusion hanger, the x2 fell. The engineer performed an evaluation / analysis of the x2 and etco2 extension joints and was not able to identify any damage. The engineer performed an evaluation / analysis of the equipment and identified the equipment was disconnected without pressing the release button. The engineer recommended to the user to properly connect and check the module connection. No further investigation or action is warranted at this time.

Event description:
It was reported the x2 monitor dropped on the patient¿s head.